Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the healthcare provider (hcp) decided to replace the implantable neurostimulator (ins) as the patient reported difficulty recharging as the reason for the overdischarge. They had two overdischarge events. The implant was reported to be too medial so they moved it more lateral for the patient convenience. This occurred in 2015.

Event description:
It was reported that there was an overdischarge was suspected. It was reported to have been the first overdischarge. A physician mode recharge (pmr) was performed and the device was successfully reset. It was reported that no additional action was required. No diagnostic test or troubleshooting was performed or required. It was reported that the patient will clear the power on reset (por) with patient programmer (pp) after they get it charged. The por was not cleared successfully. The patient had a hard time charging the device and always has. It was noted that it was out of overdischarge but still below 25% and would not hold a session with the clinician programmer (8840) when the patient showed up. No symptoms were reported and the patient was alive with no injury. It was reported that the physician agreed to move the implantable pulse generator (ipg). The company representative reported that the ipg move had not been scheduled yet and most likely won¿t for a while. The representative reported that they were unsure for now of effective therapy. The outcome of the patient remains unknown. Follow up was performed to determine the outcome of the patient and if the patient was scheduled for an ipg revision. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4)